Manufacturer narrative:
Additional initial reporter phone no. Are (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. It was further reported that the solution came out "where the cassette was inserted". This occurred after peritoneal dialysis (pd) therapy, when the homechoice machine was turned off. There was no patient injury or medical intervention associated with this event. No additional information is available.